Manufacturer narrative:
Evaluation summary: the product was returned for evaluation. Optic and haptic damage was observed, which was caused by the lens being placed incorrectly into the wrong style lens case for return. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for "mechanical failure" which caused the lens to need repositioning could not be determined. Lens dimensions for the undamaged areas were acceptable. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2011 and 10/25/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was exchanged for a different model lens. The nurse reported that during the original implant procedure, the surgeon repositioned the lens. The patient underwent an additional iol repositioning procedure approximately three weeks following the implant. Shortly after this procedure, the surgeon noted the lens was not in position again, so he made the decision to exchange the iol. Additional information has been requested.